Event description:
While attempting to remove chocolate balloon ptz balloon catheter, it would not come out and physician pulled hard to get it out. Once out it was noticed that the nitinol jacket was no longer attached to the tip. Manufacturer notified immediately.